Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, during PICC placement, the valve was blocked from opening during catheter activation, after several attempts, the valve could be opened once out of four times of retraction, and no blood return was seen after insertion of the catheter into the bloodstream, which led to inability to accurately localize the heart, remove the catheter, try to activate it again, rub it, and then the valve was opened after several attempts, and then it was reintroduced. No other information was provided.